Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed an internal dialyzer blood leak occurred during an unknown duration after initiation of hemodialysis treatment. Blood test strips were not used following the blood leak. The blood leak issue was not observed by staff and no damage was noted with the dialyzer. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. A production records review was performed on the reported lot. During the lot history review it was noted there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. An investigation of the device history records (DHR) was conducted by the manufacturer. There were three approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed an internal dialyzer blood leak occurred during an unknown duration after initiation of hemodialysis treatment. Blood test strips were not used following the blood leak. The blood leak issue was not observed by staff and no damage was noted with the dialyzer. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.